Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low." Specific value was no provided. Customer consumed carbohydrates to address bg. Additionally, paramedics were called to assist customer with bg, however, no additional assistance was provided as bg was stabilized. The customer believed it was possible that a button was accidentally pressed, however, this could not be confirmed, and ultimately the cause was unknown. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.